Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the blood glucose dropped low and that his insulin pump had resumed after two hours even though the blood glucose reading was 46 mg/dl. The customer was treated with juice and sugar and the blood glucose reading was brought up to 219 mg/dl. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to contact a health care professional regarding low blood glucose. The insulin pump was not replaced or returned for analysis.